Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Multiple boluses were program and properly delivered. No unexpected check settings alarms noted. The insulin pump functioned properly. No physical damage noted during visual inspection.

Event description:
The customer reported via phone call that the received check settings alarm during bolus. The customer stated that they had high blood glucose of 480 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer declined to troubleshoot for high blood glucose. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.